Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device failed rotational speed; rpm¿s were below manufacturing specifications. It was further observed that the vanes were worn out, which was the cause for the low rpm¿s. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the rotations per minute (rpm's) on the motor device were below specification. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.